Manufacturer narrative:
Additional information: d9, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection of the returned sample showed white liquid spot, measured to be 0.30mm embedded on the outside of the spike and inside the housing. The reported condition was verified. The cause of the condition is possibly inherent to contamination during the manufacturing or packaging process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet had foreign matter in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.